Manufacturer narrative:
During technical investigation the following was observed: moisture was found to have penetrated the system. The imaging is blurred due to the presence of moisture. The distal solder joint has been chemically corroded, which may have led to the leak. The damage identified is not attributable to a production or manufacturing defect but was caused by clinical use and clinical reprocessing. Appropriate warnings about the correct handling of the device and the product testing as well as precautions and warnings are included in the corresponding instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is foggy. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).